Event description:
(B)(4) study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: sae causality assessment, surgical procedure performed: sigmoidectomy sae event term, burst abdomen. Description of the event: on (B)(6) 2026, high leukocitosis, /crp - CT abdomen- burst abdomen- relaparatomy (rectoscopy, cholecystectomic reconstruction, abdominal wall, npwt, bm high, patient is immunosuppresed. Is there a reasonable possibility of relatedness to performed surgical procedure: yes. Relatedness to surgical equipment used: no. Relatedness to study test product: spi digital surgical workflow software/hardware: no. Relation to study test product: device briefing tool (ddbt checklist): no. Sae seriousness criteria. In- patient hospitalization or prolongation of existing hospitalization: surgical intervention to prevent life-threating illness or injury or permanent impairment to a body structure or a body function. Sae intensity moderate. Sae start date: on (B)(6) 2026. Sae end date: ongoing. Action taken. Hospitalization. Medical procedure / therapy (drug/transfusion). Surgical therapy/procedure. Re-operation. Description of other action taken. Emergency, re-operation, cholecistectomie, reconstruction of abdominal wall. Patient outcome recovering.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.